Event description:
It was reported from the office of Dr. Abdul Shakfa that an Inclusive Tapered Implant experienced loss of osseointegration with an abscess at tooth location #24. The patient was reported as a 14-year-old female with a relevant dental history of bruxism and a history of smoking. The implant was placed on (b)(6) 2024 in Type II bone, and no deviations from normal or complications were reported during implant placement surgery. The patient presented with the issue on (b)(6) 2026. Reported patient symptoms included mobility pain, and clinical evaluation identified swelling. The issue occurred inside the patient's mouth. No patient injury was reported. The implant was not already out when the patient presented to the clinic. The implant was removed completely on (b)(6) 2026 using forceps. The implant site was reported as infected. Reportedly, the patient's symptoms were relieved following implant removal, and the patient's current status was reported as good. No abnormalities with the implant or packaging were reported.

Manufacturer narrative:
At the conclusion of the investigation a supplemental report will be submitted with the analysis conclusion. File linked to sbmission names: 3011649314-2026-01088, and 3011649314-2026-01092. Manufacturer reference: (b)(4).